Manufacturer narrative:
The tina-quant albumin gen.2 reagent lot number is 88390601, and the expiration date is 28-feb-2026. The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant albumin gen.2 result from the cobas c 503 analytical unit for one patient. The initial result was 35.9 mg/l, and the repeat result was 124 mg/l.

Manufacturer narrative:
A field service engineer (fse) checked the analyzer and performed a series of troubleshooting actions, including decontaminating the analyzer and flushing the nozzle of the cuvette-washing station. The investigation was unable to determine a specific root cause. The customer has not reported any further issues since the fse's service actions.